Event description:
Six months after cheek filler treatment with radiesse, patient developed a mass on right cheek. It was slightly tender, and patient was seen in ER where it was first diagnosed as cellulitis. She was put on antibiotics and radiographs were taken showing diffuse calcifications. It has since decreased in size and is almost non-existent at this point. Autoimmune hypothyroidism.